Event description:
Reporter alleged passing out and when awoke his ankle was broken and used the blood glucose monitoring device the day of the alleged incident. Reporter stated the device readings had been very erratic and writes the results down for the dr. Reporter stated not being able to remember the readings from the day of alleged incident however was taken to the hosp by paramedics and treated, type not provided for glucose levels. Reporter stated not being able to provide the paramedic meter reading and controls were used however it is not known whether they were within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.